Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. When the vein stripper was in use the bipolar stopped working after a short period of use. A new system was opened as original system was no longer working.

Event description:
N/a

Manufacturer narrative:
Trackwise #: (B)(4). Updated section: g4, g7, h2, h6, h10.